Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ creases/folding of implant: not observed in the device. ¿ wrinkling: not observed in the device. Additional observations: ¿ device is observed assessed as intact and functional. ¿ white particles were observed on the shell.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV" and "creases" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV" against right device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "creases" against right device. The device was explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.